Event description:
False negative result(s). User is claiming that they received false-negative results. They have not received any positive results or performed any other tests to determine that they are positive for covid-19. They claim that they are experiencing symptoms and that is proof that they are positive. They disposed of all of their test kit materials and were unable to provide any lot number or expiration date information.